Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find another complaint on the lot number 9390319. B3: estimated date.

Event description:
According to the available information a hair was found inside the packaging making the product non-sterile.

Event description:
According to the available information a hair was found inside the packaging making the product non-sterile.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find another complaint on the lot number 9390319. With the picture attached, we can see the hair in the first pouch "waffle sheath". Checking the quality databases revealed no anomaly in relation with the described issue. On 08th july we received investigation from our subcontractor: "the root cause is a human error. Reinforced control actions will be put in place to properly control the products after cleaning and after putting in a sheath or capping rope. Two operators will be qualified to control the batches after the last step.". In addition, our subcontractor has re-sensitized production operators about "hair presence and decontamination" in september 2023.